Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that usb port of the pump appeared to be damaged, as the usb cable was difficult to insert into the usb port. The customer¿s blood glucose was 423 (mg/dl).reportedly the customer continued to use the pump for insulin therapy.